Manufacturer narrative:
H3: onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a, product ID: 9736355 (lot: 2.0.3); product type: 2543-mnav - system; implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: ssd 9736411r 2.5in s8 os 2.0.x duped rfb software 9736355 mnav os update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site would like to upgrade their system's software, and will require a new hard drive to do so. It was reported that the system is shutting down randomly. This has happened before to another system where we had to replace the hard drive. There was no patient involvement.